Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) reported arm locking up. Arm passed all checks. One hour case delay before case. When trying to do rio set up arm would lock. Pictures attached. After multiple resets finally was able to get arm to pass. During case 15-30 minute delay. First delay was on the second cut (posterior chamfer) arm showed the same warning as before. Had to manually release the arm behind the robot. Continued with cuts. Arm locked 8 times on tibia cut. Was able to release the arm on the computer screen with the unlock button. Surgeon decided to not continue with robot for the rest of day. Two cases lost on tuesday ((B)(6)) as well as 3 cases lost wednesday ((B)(6)) resolution: replaced j5 assembly. Patient was under anesthesia.

Manufacturer narrative:
"Reported event: (B)(6) reported arm locking up. Arm passed all checks. Device evaluation and results: per gsp 165905: fse confirmed the issue and replaced the j5 assembly. Verified system is operating within mako tolerances and specifications. Product history review: a review of the DHR associated with rob297 found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 204300, serial number rob297 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
Gsp 165905: (B)(6) reported arm locking up. Arm passed all checks. One hour case delay before case. When trying to do rio set up arm would lock. Pictures attached. After multiple resets finally was able to get arm to pass. During case 15-30minute delay. First delay was on the second cut (posterior chamfer) arm showed the same warning as before. Had to manually release the arm behind the robot. Continued with cuts. Arm locked 8 times on tibia cut. Was able to release the arm on the computer screen with the unlock button. Surgeon decided to not continue with robot for the rest of day. 2 cases lost on tuesday (6/19) as well as 3 cases lost wednesday (6/20). Resolution: replaced j5 assembly. Patient was under anesthesia.